Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient surgical manipulator (psm) involved with this complaint to perform failure analysis (fa). The patient surgical manipulator (psm) was analyzed, and the reported failure could not be confirmed or reproduced. The psm was installed onto the system and powered up. An instrument was installed in the psm to recreate movement, and there were no issues. A sine cycle and a test drive were performed without any issues. Other tests were performed and passed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported complaint and replaced the patient side manipulator (psm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, one of the instrument axis was not working on the arm 2. The customer observed after reseating the sterile adapter that one dial is not rotating due to this the customer instrument jaw not moving. It was a three-arm procedure, so the customer used the other arm to complete the procedure. The customer was not connected to onsite during the time of the call. An intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer that the suspected arm 2 was an internal issue. The procedure was completed with no reported injury.